Event description:
It was reported there was a periprosthetic fracture where the corail stem was removed. The ha coating was missing.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: periprosthetic fracture, where corail stem was removed, ha coating is missing the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment invoice (B)(4), imagerequest (B)(4). The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: corail2 std size 8 product code: 3l92507 lot number: 5251307 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the photographs provided are not representative of the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: corail2 std size 8 product code: 3l92507 lot number: 5251307 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: corail2 std size 8 product code: 3l92507 lot number: 5251307 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: periprosthetic fracture, where corail stem was removed, ha coating is missing the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that there is evidence of the ha coating absorption on the surface of the stem which is consistent with responses during osteoconduction between the implant and the bone. Additionally the stem shows signs of light scratches on taper area, however the observed conditions do not represent a device nonconformance. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: corail2 std size 8 product code: 3l92507 lot number: 5251307 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the corail2 std size 8 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: corail2 std size 8 product code: 3l92507 lot number: 5251307 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: corail2 std size 8 product code: 3l92507 lot number: 5251307 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.